Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised to address acetabular cup loosening. Update litigation alleged the asr hip was explanted due to pain, discomfort, soreness, malaise, swelling, loss of energy, loss of mobility, acute localized damage to surrounding tissue and/or bone and other injuries caused by excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to heterotopic bone, a mildly reactive synovium and no particular ingrowth on the back side of the socket. Upon revision, the acetabulum was found to be mildly anteriorly deficient. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.